Event description:
It was reported that the right atrial (ra) lead was placed in the right atrium with some difficulty and became dislodged. Upon removing the lead for new access, the helix of the lead was unable to be retracted. Another lead was used and the original lead was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix could not be retracted.